Event description:
The customer reported false nonreactive alinity I syphilis tp results on two patients. The following results were provided: sid: (B)(6) = 0.66 s/co, autobio platform was positive at 2.94. Sid: (B)(6) = 0.60 s/co, autobio platform was positive at 4.6. Tpaa and elisa platforms were positive. No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I syphilis tp reagent lot: 70089be01 identified normal complaint activity. There are no trends for the product related to patient results. Return testing was not completed as returns were not available. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generated the expected results. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformance's, potential non-conformance's and deviations related to the likely cause lots. This review did not identify any non-conformance's, potential non-conformance's or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6). This report is being filed on an international product, list number 7p60-74 that has a similar product distributed in the us, list number 7p60-21, with 510k/PMA/bla number k153730.

Event description:
The customer reported false nonreactive alinity I syphilis tp results on two patients. The following results were provided: sid (B)(6) = 0.66 s/co, autobio platform was positive at 2.94, sid (B)(6) = 0.60 s/co, autobio platform was positive at 4.6, tpaa and elisa platforms were positive , no impact to patient management was reported.